Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was duplicated by functional testing. The cause was the latch lock flex sensor. Replaced the latch lock flex sensor to resolve the issue. Device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a cassette not attached properly. There was no patient involvement and no patient harm/no adverse event reported. The product fault occurred during testing.